Manufacturer narrative:
Per tandem user guide: "before you begin, make sure you have the following items: 3.0 ml syringe and fill needle and vial of u-100 humalog or u-100 novolog insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms. Pump supplies were changed to address the issue. Reportedly, customer was using lilly lispro insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose level was 188 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.